Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material adhering to the auxiliary water channel could not be identified. However, it¿s likely the cause is related to reprocessing being conducted improperly by the user. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - the instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. . The instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had an angulation (tie rod) malfunction. The issue occurred during a diagnostic colonoscopy procedure that was completed using the same device without delay. The device was inspected prior to use and no abnormalities were found. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the jet tube had foreign objects.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, angulation skips during angulation in the "up/down" directions. In addition to the foreign object found in the jet tube, the evaluation findings were as follows: due to a cut on switch #1, water tightness was lost, due to damage on the "right/left/up/down" knob, water tightness was lost, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had not color, switch #3 had wear, the plug unit had a scratch, due to a crack in the bending section cover, insulation resistance value did not meet standard value, the light guide lens had a crack, the connecting tube had buckling and the universal cord was deformed. Additional information provided by the customer indicates the device was reprocessed prior to sending to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.